Manufacturer narrative:
The pump passed the displacement test, self test and active current measurement. However, the pump failed the sleep current measurement due to moisture damage on the electronic assembly. Also, moisture damage on battery tube assembly noted during visual inspection. (B)(4).

Event description:
Information received by medtronic indicated that the battery of the insulin pump got very hot. Customer reported that they had low battery or short battery alarm. Customer did not received replace battery alarm. Customer was assisted with troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.